Event description:
The patient reported their receiver pocket did not heal properly, the site has opened, and it is at risk for infection. During their wound check on (B)(6) 2024, antibiotics were prescribed and the patient was referred to see a wound care specialist to have the wound cleaned and the receiver pocket revised/closed. On (B)(6) 2024, the wound was closed with dissolvable sutures with dermabond and tegaderm on top. On (B)(6) 2024, the patient was seen by a wound care specialist. The physician stated the patient is healing from the re-closure of the receiver pocket. The patient will continue with their antibiotics, they were advised not use the device until they are fully healed, and they will follow-up with a wound care specialist on (B)(6) 2024.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and inadequate fixation have been ruled out. However, multiple tunneling attempts were performed between the two incisions and the patient is a diabetic which causes them to take longer to heal. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, mental capacity as the patient is a diabetic which causes them to take longer to heal (user error- clinician). Surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.